Event description:
It was reported by provided that the right arm socket is broken, spt wheel chair is in a facility, provider states may have been done during weight shifting in the chair, not sure. No property damage or injury alleged. No further information provided.